Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer stated while the monitor was on a patient, it shut off and came on with an error "device restarted, alarm settings were restored other settings have been reset to default values." There was no adverse patient impact.